Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when the stent became dislodged at the lesion site. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The lesion being treated was located in the mid right coronary artery (rca). The lesion had mild tortuosity and moderate calcification. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device past the lesion. An attempt was made to pull the stent back through the lesion when the stent became dislodged at the lesion site. The stent remains in the patient. No other patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: annex d codes. Correction: the dislodged stent was not removed and the stent remains in the distal rca. No intervention was carried out. H8. Usage of device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.